Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep said the patient (pt) started having problems recharging their implant on monday (B)(6). Rep said they were with the pt today and they would start charging for about 15 seconds and then the recharger would start beeping again and they could barely ever get it to reconnect and start charging again. Rep took a video of it and said the low was 0.5 and the high was around 30 in recovery mode. The rep also said the pt saw a red light on the handset the other day, but did not think that was associated with an error message. The rep could feel the top of the implant and it was angled, but then it went more interior into the patient's body and was kind of tilted in. Pt said they usually charge while standing up. The rep looked at pt's recharging diary and said they tried different times and couldn't scroll back anymore because the diary was full of recharge attempts from today which were all very short and ins was always at 30%. The issue was not resolved through troubleshooting. Tss directed caller to have pt call into pt services to do further troubleshooting their issue in more detail. Additional information was received from the patient (pt). Pt said they met with a rep yesterday and went through every troubleshooting with the rep, but still couldn't figure out the issue. Pt said they were told to call ps for further assistance. Pt said while with the rep, they couldn't connect or go past 30% and added sometimes when they would be connected and charging, once they reach 30% charge the wr would start beepingand the light would turn red. Agent had pt reset wr on the call and try to start a recharging session, but pt was still having a lot of trouble connecting. Agent sent replacement wr request to repair and reviewed to follow up with healthcare provider (hcp) if the issue continued after replacement.

Event description:
The reason for call was this was the 4th day now where the ins did not seem to recharge. When trying to recharge the ins it would recharge for 20 minutes then it would go red and beep. Pt would shut the equipment off and try again but it would not do it. Pts manufacturing representative (rep) thought there was something was wrong with the machine. During call pt reset the wireless recharger and pt powered on the handset since it was off. When agent asked pt to attempt to recharge the ins they said they always had trouble finding the spot and they did not do very well with stuff like this. Agent understood pt had been having general use issue on how to use the equipment. Pt was getting poor coupling and could not get any numbers. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt called back and mentioned they got recharger inactive and a red light; they turned the wireless recharger off. Agent had pt turned on the wireless recharger and the recharger application but unable to get a good connection to charge the implant. Pt was still getting poor coupling no numbers at all on multiple attempts to connect with or without the recharging belt; pt added that it's been 4 days that they're unable to charge the implant. Pt mentioned they didn't experience any falls. Agent advised pt to got an appointment so they have further assistance with the external device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.